Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A (B)(6) customer had a regular visit at her physician's clinic. A blood glucose reading of 163 mg/dl was obtained on her contour next link meter. Upon repeat testing with the clinic's device a reading of 90 mg/dl was obtained. The difference between readings falls in "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement product was sent to the customer.